Event description:
66 yr old male with medical history of aortic stenosis, aortic insuffiency, coronary artery disease, unstable angina, small pericardial effusion, left ventricular hypertrophy, right bundle branch block, atherosclerosis, pulmonary edema and pleural effusion status post aortic root replacement using 21mm aortic homograft and coronary artery bypass graft x 3 in 1988, died from cardiac arrest on 2/5/94. Autopsy reveals that pt suffered acute myocardial infarction 24 hrs (5 days prior to death). This pt had coronary artery bypass graft x 2 on day of death resulting in insufficient cardiac activity to sustain life. Site notes that pt "arrested in cath. Lab, taken to operating room and died in operating room." Site relates the death to the homograft.